Manufacturer narrative:
Device evaluated by MFR: the returned device presented a poly tip peeled, the peeling length is approximately 3 cm from the distal end. There is a kink at 2.5 cm from the distal end. All dimensional measurements met specification. After performing a visual and tactile analysis on the guidewire, it is probable that during the advancement of the guidewire through the stent the guidewire could have made contact with the stent wall and when the physician applied force to pass the guidewire over the stent, the poly tip of the guidewire could have peeled off. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "caused by other device". (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the guide wire coating peeled. The lesion was located in a hepatic vessel. The v18 guide wire was passed through a non bsc delivery catheter without any issue, however when passing through a non bsc stent it was noted that the coating of the wire had "flaked/peeled off". The wire was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status is good

Event description:
It was reported that during a peripheral stenting treatment procedure, the guide wire coating peeled. The lesion was located in a hepatic vessel. The v18 guide wire was passed through a non bsc delivery catheter without any issue, however when passing through a non bsc stent it was noted that the coating of the wire had "flaked/peeled off". The wire was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status is good